Event description:
It was reported that the tip of the driver snapped when inserting a screw during surgery. The piece was retrieved from inside the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4): the driver was returned for eval. Microscopic examination revealed a fairly tortuous fracture surface with no indication of fatigue. Morphology is most consistent with reversed stressing. A review of the device history records did not identify any applicable nonconformance to specification.